Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the bad impedances was not known. The rep said that only the cervical lead was on and they were waiting to see if the patient got foot relief with just that lead engaged. It was noted that the bad impedances, shocking and back pain had been resolved and the lead was turned off. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# v248944, implanted: (B)(6) 2009, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3487a-45, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4); product ID: 3778-75, serial/lot #: (B)(4), ubd: (B)(6) 2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient received a battery replacement after normal battery life expired. The rep reported that the patient initially wanted to have her leads removed because she didn't think they were doing anything for the complex regional pain syndrome in her left foot. The rep reported that with the dead battery, the pain in her foot came back more strongly and so she opted to keep the leads in place. The rep reported that an intraoperative impedance check showed that the retrograde lead in the lumbar spine had electrodes 4, 5 and 7 as bad and electrode 15 in the cervical lead was also bad. The rep reported that at the post-operative appointment, they programmed using the other lead in her thoracic in hopes of capturing the foot. At the post-operative appointment, the impedance check showed that electrode 8 was also bad. The rep reported that whenever the thoracic lead was turned on, the patient got shocking sensation at what appeared to be the point of entry of her leads. The rep reported that the age of the leads was a factor that contributed to the issue. The rep also reported that the patient continued to get pain in her back near the leads when utilizing the leads. The rep reported that the patient¿s original program on her cervical lead, included electrode 8. The rep moved the program down the lead and the patient got the coverage she was looking for in her hand. The patient was programmed to: 9+, 10-, 11-, 3.8 ma, 500 pulse width, rate 40. The rep reported that if they turned on the cervical lead with the thoracic lead, the patient got shocked even if the thoracic lead was initially at a sub-feeling threshold. The rep reported that the patient was sure her feet were being treated by the lower leads, and thus decided to keep them at the battery change. The rep reported that the cervical lead may be enough to help with the foot. The rep was to know more at the second post-operative appointment on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.